Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacture date: july 03, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm non sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were 3 parts scrap at the machine complete operation for a tooling issue that was corrected and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (tfn) trochanteric fixation nail was explanted due to patient complaints of right thigh pain. The fracture was healed and the surgeon agreed to remove the nail for the patient. The helical blade, nail, and 5.0 locking screw were removed fully intact. There was no issue with hardware removal. The implants were swabbed to rule out infection. The surgery was completed successfully. There were no reports of infection. This is report 2 of 3 for (B)(4).